Event description:
The pt was reportedly experiencing pain when using the device. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Testing showed that the device is functioning. Surgery to explant the pt's device has been scheduled.